Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures hysteroscopic myomectomy and d and c, posterior colporrhaphy and co2 laser ablation of vulvar lesions due to mixed urinary incontinence/sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.